Event description:
It was reported that a cartridge alarm occurred during insulin delivery.cts instructed caller to remove cartridge from pump and deliver a 9 unit bolus. Cts informed the caller that iob will be affected.the bolus did not complete successfully. The cartridge alarm recurred. Reportedly the customer reverted to an alternate pump for insulin therapy.there was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.